Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10 corrected fields: d9 and h3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: old software of the product. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis x1 video system center - video system center displayed a picture with wrong colors. The issue was found during a diagnostic bronchoscopy procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.